Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (part # fx410t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device should be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years. Weight: (B)(6) kilograms (kg). Height: 78 centimeters (cm). Gender: unknown. Same event as medwatch # 3004721439-2021-00313.

Manufacturer narrative:
Manufacturing and quality control data: the progav® 2.0 was manufactured by a qualified employee on march 2020. Deviations during assembly did not occur. The product was finally tested as article fx410t and released for packaging and sterilization and was sterilized by miethke. All tested parameters were assessed according to specifications. Visual inspection the following observations were made during the visual inspection: no deviations detected. Permeability test the test showed that the progav® 2.0 is non-permeable. Adjustability test the progav® 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav® 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valve, some deposits were found in progav® 2.0. Results: based on our investigation results, we can identify a blockage in the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Investigation complete.